Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia and new zealand (oaz). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oaz, omsc surmised that the reported phenomenon was attributed to the failure of the video communication to the processor due to the failure of the cable. It was considered that the failure of the cable was attributed to the user handling. Olympus stated the appropriate handling of otv-s7proh-hd-10e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-10e.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4)). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image of the subject device was not displayed when the subject device was plugged in. There was no report of patient injury associated with the event.